Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon functional testing, the fse found that the host computer was unable to boot because host pc was not powering on with the rest of the system. The fse verified that the host pc power light was off and upon power it on manually the host pc started to boot. The fse suspect that the bios battery in the host pc was defective. To resolve the reported issue, the fse replaced the 2032 battery in the host computer and reset the time and date. After replacement and necessary configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, which can impact system booting. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.